Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and the log history was not provided, therefore no review log was done. However, it was mentioned in this complaint that error 41 was found in the events by nsh during servicing. The reported device was not returned to france as repairs were carried out locally by nova scotia canada. It was reported in this claim that the pump had error 41. The nsh technical team checked the error 41 "" upstream pressure sensor out of range "" in events on (B)(6) 2022. According to the manual, the upstream occlusion test in partner was carried out and it performed successfully. During servicing, it was found that the case was not seated properly. The pump was disassembled, the block kit plastic frame and the black plastic bracket on the upper case were damaged. These components were replaced and the pump was then assembled. These issues are likely due to a mishandling of the device. After the replacement of the pumping system pressure, the door and flow rate calibrations were performed and pm was completed. Then, the device has been repaired and returned to service at the customer's facility. After several attempts, the defective spare parts were not sent back to brézins for investigation. The reported failure is probably due to a defective pressure sensor, however the root cause could not be identified. An internal CAPA was opened to address this type of issue. The reported serial number is not among the list of affected devices but close enough to leave a possibility of being linked to it. It might also be related to another cause that could only be analyzed with the associated device. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.

Event description:
Error 41 (upstream pressure sensor). More follow up information is needed to complete the investigation.